Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting the system. The customer will attempt to identify which handpiece may be contributing to the problem reported. The customer will call back if the issue is attributed to a specific handpiece. The case was completed by turning up the system settings. The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause is unknown. (B)(4).

Event description:
A customer reported, the system displayed an occlusion message when there was nothing occluding the tip. The customer indicated the occlusion would temporarily break free and then return. Additional information was received from the customer indicating the reported event occurred during a cataract extraction procedure. There was no harm to the patient. The case was completed, using the same system, by turning up the system settings. There was no reported delay and no cancellations.